Event description:
It was reported that the patient arrived at the emergency room with blood glucose levels of 600 mg/dl and symptoms of diabetic ketoacidosis. The pod had been worn on the leg for between 4 and 24 hours. The patient reported pain, and upon removal, the cannula was found to be bent at the infusion site. The patient received additional insulin as part of treatment and was discharged from the hospital the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported bent cannula, hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.